Event description:
The customer observed falsely elevated architect free t4 results for one patient. The sample was dark green in color. The sample was centrifuged at a high speed with a lower result. The following data was provided: initial result = >64.35 repeat results = 32.29 pmol/l. Repeated again after high speed centrifugation = 16.02 pmol/l. Reference range = 9.01-19.05 pmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect free t4 results for one patient. The sample was dark green in color. The sample was centrifuged at a high speed with a lower result. The following data was provided: initial result = >64.35 repeat results = 32.29 pmol/l. Repeated again after high speed centrifugation = 16.02 pmol/l. Reference range = 9.01-19.05 pmol/l no impact to patient management was reported.

Manufacturer narrative:
Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. An increase in complaints has been observed for lot 59144ud03, however, in-house performance testing was completed which indicates the product is performing as expected. Device history record review did not identify any non-conformances, potential non-conformances, or deviations associated with lot 59144ud03 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on our investigation, no systemic issue or deficiency with the architect free t4 for reagent for lot 59144ud03 was identified.